Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) reported that the patient was referred to a physician on (B)(6) 2015 by a pain clinic due to intermittent increase of spasticity. On (B)(6) 2015 a nuclear med study was performed with dye reaching the spinal cord injury (sci) and brain. On (B)(6) 2015 the patient had a significant increase in spasticity and discomfort. A dose adjustment was noted and a spiral CT scan was performed on (B)(6) 2015. The pump was noted as having administered gablofen with concentration 2000 mcg/ml at a dose rate of 1102.3 mcg/day; the drug lot number was 2138-106. The date the patient started receiving gablofen was not reported; however therapy was ongoing. Other medications (oral, etc.) The patient was receiving at the time of the event included the following: tylenol pm, multivitamin, vitamin d3, milk thistle, valium, neurontin, baclofen, melatonin, fish oil, and tyranid supplement. It was additionally reported that the patient outcome was resolved without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was receiving intrathecal baclofen therapy via an implanted pump (2000 mcg/ml; 1102.3 mcg/day). The patient's indication for use was intractable spasticity and cerebral palsy. The patient's 8780 catheter was replaced on (B)(6) 2015 and 2 cm was removed from the distal portion. The new catheter length was 112.1 cm=0.247 ml. The catheter was primed at 0.247 ml total prime volume. The patient had experienced increased spasticity and the doctor felt that the catheter was intermittently kinking or possibly torn. It was unknown if a cap (catheter access port) dye study had been performed. The patient had scoliosis and had a back t-spine fusion (multi-level fusion) surgery performed prior to having the pump implanted. The doctor removed the old catheter and was getting flow through the catheter. The doctor thought that the catheter intermittently kinked due to a bone pinching on the catheter. The doctor was unsure if the intrathecal baclofen was really going to provide relief of symptoms due to the patient's underlying disease advancement. The dose was lowered to 551.2 mcg/day at the time of the catheter replacement. Further information was provided by a healthcare provider via a company representative who indicated that prior to the catheter revision, the patient's family thought that the patient experienced a change in therapy and thought that the patient was not receiving the baclofen intrathecally. It was thought that the catheter was at fault and needed to be replaced. The change in therapy was specified as an elevated level of spasticity. The dose had also been elevated and the patient's family and managing physician believed the catheter was what was causing the issue. It was noted that the patient was also on oral baclofen, which was given to compensate for the diminished therapy from the intrathecal pump. The surgeon who replaced the catheter said that the old catheter was intact and patent and did not feel that there was an issue as the patient had been getting some drug. The catheter had been dripping normally. A new catheter was replaced higher up in the thoracic region of the spine. The patient had severe dystonia and it was thought that the itb (intrathecal baclofen) therapy may not improve the patient's condition. The catheter was going to be sent back to the manufacturer. Per the returned product form, the patient's pump delivered compounded baclofen. Per the patient, she did not receive the intended therapy. During the catheter revision surgery, the "old catheter was interrogated." A company representative indicated that the old catheter location was unable to be distinguished prior to its removal. The surgeon thought that may have been in the mid thoracic region around t5 or t6. The company representative clarified that the drug being administered via the pump was not gablofen.

Manufacturer narrative:
Analysis of the 8709 catheter revealed no significant anomaly found; the catheter was returned incomplete or in segments.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.